Event description:
It was reported by the customer that a pyxis medstation es system door was not closed properly. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door was not closed. A field service engineer swapped out the new latch and door functioned properly. The system functioned as intended after the field service engineer troubleshooted the device.